Event description:
Major pump unit(s) involved: external control system failure.additional text: red heart alarm.specific component(s) involved: external controller malfunction; driveline malfunction.additional text: driveline sheath had pulled away from the pump.; one audible tone with a noted speed drop to 9400 rpms, additional alarm with a speed drop to 1740.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of external controller.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction; driveline malfunction.